Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat's insulation pad on the jaws was peeled half off. The issue was found during an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.